Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2017 with the following findings: a review of the pump black box data revealed one unexplained pump reboot. A battery change did occur on each reboot occurrence. During a visual inspection of the pump, the battery compartment was found to have multiple cracks; there was evidence of moisture in the battery compartment. A leak test failed due to a battery compartment leak. The battery cap was not returned; a test cap was unable to tighten properly to the pump. The pump intermittently powered on with the test battery cap. The pump was exercised for 24 hours and power interruptions occurred. The pump case was removed, and evidence of moisture contamination was found on internal components of the pump.